Event description:
It was reported that following a pump refill on (B)(6) 2014, the patient heard a pump alarm in the middle of the night. The patient was seen in the emergency room (ER) and a motor stall was confirmed in the event logs. The patient reported experiencing withdrawal but also reported that she had not taken her oral medications for a couple of days so the healthcare provider (hcp) stated that the withdrawal could also be from that. The hcp saw multiple motor stall recoveries in the event logs but only 1 motor stall. The hcp only saw the 1 motor stall on (B)(6) 2014 with recovery on (B)(6) 2014 but also saw another recovery on (B)(6) 2014. The hcp questioned the patient regarding electromagnetic interference but there was no known interference. The hcp stated that the only thing the patient had done was pass through airport security but did not think this would have affected the pump. The device system delivered fentanyl, clonidine and bupivacaine. It was later reported that a pump replacement was performed on (B)(6) 2014. The surgeon had asked the device manufacturer representative to return the pump for analysis. It was noted the pump was ¿lost for a while¿ following the replacement but was just found and was to be returned. It was noted the health care provider (hcp) had told the representative about with withdrawal but was vague on timing or detail. The hcp didn¿t elaborate but only told the representative that the patient said they went through withdrawal. It was noted volumes were accurate when they were checked at the pump replacement. It was also noted the representative wasn¿t familiar with a report of a motor stall. It was further reported there was no patient injury and that they recovered without sequela.

Manufacturer narrative:
Product ID: 8578, lot# n137745, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found pump motor gear train anomaly/corrosion and/or wear and/or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft-bearing. Analysis found corrosion on the top side of gear wheel three. Analysis found upper shaft of gear two showed shaft wear after some residue was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.